Event description:
It was reported that the customer experienced a "high" blood glucose (bg) (specific bg value was not provided) and went to the emergency room (ER). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address the high bg. No treatment was provided due to the correction bolus given, customer was only observed and blood work was completed at the ER. The customer was discharged from the emergency room "several hours" later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. Customer acknowledged and understood pump was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.